Event description:
A customer reported a malfunction on their insulin pump, specifically a malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was advised and acknowledged that they would receive a replacement pump with updated software since their current pump was included in a field correction. Tandem technical support provided guidance on how to handle the pump, including putting it into storage mode and returning it via ups with a pre-paid label. The customer agreed to use a backup insulin pump until the replacement arrives.